Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. The investigation concluded that the device is latex-free; therefore, a latex allergy was ruled out. During follow-up phone conversations, the end user stated that they have a known allergy to dyes, which may be present in the device material. No serious injury was reported, and no device malfunction was identified.

Event description:
On (B)(6) 2023, customer reported that a user had an allergic reaction to the wrist cuff of hkgna450l2 gown, hackensack iso aami lv2, universal. Customer claimed the allergic reaction was due to the wrist cuff containing latex.